Event description:
It was reported that customer experienced a high blood glucose (BG) of 594 mg/dL. The cause of the high BG was unknown. A manual insulin injection was administered, and the pump supplies were changed to address BG. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.